Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Biomed representative resolved the issue at customer site. The issue was found to be due to a blown fuse and was replaced. The thermogard is now functional and worked as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) was used for the patient's ivtm treatment and after reaching target temperature (normothermia at 36 degrees celsius) during warming phase, the console was placed on stand-by mode to monitor the patient's temperature. The console was powered on again to control patient's temperature. At an unspecified time later, the nurse observed black screen and console without power. The reporter stated that they checked that the power cord was fully connected to the power source and they were unable to resolve the issue by re-connecting the console to another power outlet. Another thermogard console was used to continue patient temperature management therapy. No known impact or patient consequence was reported.